Event description:
It was reported, the patient had an infection so the left lead, extension and implantable neurostimulator (ins) had been removed. Another system was implanted. It was later reported, perioperative antibiotics had been administered. The onset or diagnosis of infection was (B)(6) 2013. The patient did not have meningitis. Signs and symptoms of infection included redness, swelling, drainage, and incisional wound opening. The primary location of the infection was reported as the device pocket and lead track. A culture was obtained from the device pocket; the type of organism cultured was reported as ¿discharge.¿ treatments instituted for the infection were IV antibiotics, oral antibiotics and total system explant. The patient¿s outcome was reported as infection resolved.

Manufacturer narrative:
Product ID 37085-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type extension product ID 3389s-40 lot# v944403, product type lead product ID neu_stimloc_acc, product type accessory product ID 3389s-40 lot# v944403, product type lead. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.